Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. The instrument was analyzed and found that it did not exhibit any damaged or broken cables. Failure analysis found additional observation not related to the reported issue and not reported by the site: the instrument was found to have a broken monopolar yaw pulley. The broken piece was missing as a result of the breakage. The size of the missing piece was approximately 0.045" x 0.071". This failure is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during central processing, the permanent cautery spatula had a broken pulley wire. There was no report of patient involvement or reported injury.